Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a "system error 2240" message that appeared on the hp's homechoice machine during the initial drain of the hp's automated peritoneal dialysis (apd) treatment. Reportedly, hp connected the 12 foot patient extension line to the patient line of the hp's homechoice set after prime had already been completed. When hp advanced the hp's therapy to initial drain the hp received a "system error 2240" alarm. Hp contacted tsc who assisted hp in ending the treatment early and setting up with new supplies to complete the apd therapy. No pt injury or medical intervention was associated wtih this incident per hp and hp's rn. Rn will review proper priming procedures with hp.